Event description:
As reported by the (B)(4) registry, during the index procedure the patient experienced a seizure which was treated with medication. A cat scan of the head and a cta of the carotid arteries was requested and showed a subcortical infarction the patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the mid internal carotid artery (l4). The vessel was described as mildly calcified and mildly tortuous. The rate of stenosis was 70%. Access across the lesion was made with an angioguard ((B)(4)/ lot 70712438) embolic protection device (epd). The device was successfully deployed distal to the lesion. The patient remained neurologically intact after deployment of the epd. The lesion was pre-dilated with a 4x20 mm sterling balloon (boston). Post dilation the patient remained neurologically intact. Follow up angiography demonstrated no substantial change to the lumen of the stenosis. The patient was subsequently noted to have global change with complete unresponsiveness in both receptive and expression aphasia. Medication was given (keppra) and the symptoms resolved. The patient remained hemodynamically stable throughout the procedure. The patient's breathing was spontaneous. There was no motion in either extremity. Repeat angiography showed no significant change seen initial in cervical views. Intracranial views showed no significant changes. The patient did appear to regain function of his extremities though he was not clearly following commands. The patient was also not showing any clear resolution of expressive aphasia, but there was some mild return of the receptive aphasia. The angioguard was recovered uneventfully. The procedure was aborted. There was no stent used in the procedure. Repeat angiography showed no change in the vessel.

Manufacturer narrative:
A cat scan of the head and a cta of the carotid arteries was requested and showed a subcortical infarction in the left pericaudate region. There was no prior CT to compare to so this could not be dated. There was no evidence of acute intracranial hemorrhage. The right common carotid artery was bifurcation was densely calcified and extends into the internal carotid artery (ica). The right ica was totally occluded. The left common carotid artery was free of stenosis but the ica was had a short segment of high grade stenosis. The stenosis was not to be about 70%. The vertebrobasilar system was patent. The a2 segment of the left anterior cerebral artery was patent, however, below the genu of the bifurcation the lumen was reduced and there appears to be abrupt termination over a length of approximately 3cm although this was difficult to stent on a surface rendered image. Beyond this there was continuation of flow. This endoluminal filling defect is consistent with an embolus. The patient received carotid endartectomy the next day. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(6) registry, during the index procedure the patient experienced a seizure which was treated with medication. A cat scan of the head and a cta of the carotid arteries showed a subcortical infarction consistent with an embolus. The patient underwent carotid endarterectomy the next day. The patient is a (B)(6) male who was enrolled in the (B)(6) study for stenting of the mid internal carotid artery (l4). The vessel was described as mildly calcified and mildly tortuous with a stenosis of 70%. Access across the lesion was made with an angioguard embolic protection device (epd). The device was successfully deployed distal to the lesion. The patient remained neurologically intact after deployment of the epd. The lesion was pre-dilated with a 4x20mm sterling balloon (boston). Post dilation the patient remained neurologically intact. Follow up angiography demonstrated no substantial change to the lumen of the stenosis. The patient was subsequently noted to have global change with complete unresponsiveness in both receptive and expression aphasia. Medication was given (keppra) and the symptoms resolved. The patient remained hemodynamically stable throughout the procedure, breathing was spontaneous and there was no motion in either extremity. Repeat angiography showed no significant change seen from the initial in cervical views. The patient did appear to regain function of his extremities though he was not clearly following commands. The patient was also not showing any clear resolution of expressive aphasia. The angioguard was recovered uneventfully and the procedure was aborted. No stent was deployed. Repeat angiography showed no change in the vessel. The patient¿s medical history includes hyperlipidemia, clinical copd, smoking, coronary artery disease, myocardial infarction and hypertension with high risk criteria of contralateral carotid occlusion. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. Seizures can be a response to a cva and the lack of blood flow. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events.